Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided. The medical record alleges that the bard implantable port was placed for the patient for intravenous access for medication at the right subclavian vein where the guidewire was passed and the position was checked with the c-arm and it was noted to be in superior vena cava. The port packet was constructed and the port was placed into the packet and it fit well then the inner part of port and the gateway were remove which previously regulated silastic tubing was inserted. It was advanced down into the superior vena cava the tubing securely clamped and the patient was momentarily taken out of the trendelenburg and c-arm was used to position it in good position in the superior vena cava just above the level of the heart. The tubing was cut appropriately to the required length and it was irrigated then it aspirated blood easily and heparinized with saline. Approximately 5 years and three months later the computer tomography of just was performed for lung pain and this study showed the negative for pulmonary embolism. Three days later blood culture report showed gram positive cocci in the clusters and further study of the political culture show positive staphylococcus aureus and gram positive cocci and gram negative rods. Put removal procedure was planned after three days and the chest x-ray was performed for shortness of breath, the study showed the right side as subcutaneous vascular port has been removed. Your month later the patient was again implanted with the port for intravenous access and the placement procedure was carried out by local anesthetic to infiltrate the area of the planned port insertion site where the incision was made and the port packet was developed using a short dissection, and introduce the needle was used to cannulate the left subclavian mean with one stick. Then the gateway was placed followed by the dilated sheet and the tubing was turned to the length with the help of close fluoroscopy. Then the tubing was attached to the port unlocking hub was locked into the place the implanted port was then aspirated with a good blade return and the port was placed within the port packet. Approximately 3 months later the patient with their history of sepsis and local infection and it was further advised the patient need to admit and prescribed two sets of blood culture one from the port and one from the peripheral. After three years and seven months later the patient underwent port explanation due to the port malfunction and for the placement of single roman port where the remote procedure carried out by local anesthetic which inflated at the plain port in section site. The incision was created and dissection was carried down to the old port tubing and the whole port you being was circumferentially dissected grasped with the hemostat and then divided. An attempt to place the guidewire down to the old port tubing however it was unsuccessful and the old port tubing and the port was then removed with no evidence of infection. The introducer needle was then used to cannulate the left subclavian vein followed by the guidewire placement with dilator sheet and tubing which was cut to the length with the help of fluoroscopic guidance, the port tubing was attached to the portal reservoir using the locking hub. The newly implanted port was aspirated with the good blood return and the port was placed into the packet. The fluoroscopy was used to conform smooth counter that tubing been through its course with the tip terminating in the distal superior vena cava. Therefore, it can be confirmed that the patient experienced bacterial infection, but the provided medical record shows no objective evidence embolism couldn't be confirmed. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.e

Event description:
It was reported through litigation process that five years, three months and four days later post a port placement via the right subclavian vein, the patient allegedly developed with bacterial infection with the blood culture resulted positive for staphylococcus aureus, gram positive cocci and gram-negative rod. It was further reported that the patient allegedly developed embolism. Reportedly, the infected port was removed and new port has been implanted. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the reported infection as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 07/2016) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through litigation process that post a port placement, the patient allegedly developed infection. However, the current status of the patient is unknown.